Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of a combination of aseptic loosening between the femoral component and the bone and debris synovitis secondary to prosthesis wear. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2015, a (B)(6) y/o, male patient with a bmi of 29, underwent implantation of a insert tibia logic psc sz3 15m. On (B)(6) 2018, approximately 41 months post implant, the patient underwent revision due to aseptic loosening/ synovitis.